Manufacturer narrative:
Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed. During the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to no motor movement or negligible movement. Retries to free a stuck motor failed..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error. The customer¿s blood glucose level was 260 mg/dl. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.